Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered a bolus in addition to the automatic bolus delivered by the pump software resulting in a low blood glucose (bg) level. Bg level ranged from 41-197 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.